Event description:
Procedure: gastric bypass. According to the reporter: bleeding occurred during the revision of the gastric pouch. Fluids leaked from the stomach. The surgeons noted a 2 cm fistula in length between the second and third staple application.

Manufacturer narrative:
Initial report sent to FDA on 04/14/2008.